Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's compressor was inoperable. There was no patient involvement at the time of the reported incident. The field service engineer (fse) inspected the device and found that the compressor circuit breaker was open. The fse reset the circuit breaker. The fse performed testing and calibrations and the device operated within the manufacturing specifications.